Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer fse inspected the unit and performed drive regulator calibrations. The drive pressure regulator was adjusted to the required specification of 390 mmhg, but the unit was only able to reach 400 mmhg or higher. The fse replaced the drive pressure regulator and the issue was resolved. The failure analysis and testing department installed drive pressure regulator in the cardiosave test fixture and tested to factory specifications. The failure analysis and testing department performed the pressure adjustment to 390 mmhg three times then the pumping test for one hour. The fat dept. Noticed that the pressure setpoint was drifting to more than 400 mmhg as described by the customer and illustrated in the pictures. The failure analysis and testing department was able to verify the failure of drifting pressure setpoint. The drive pressure regulator is malfunctioning.

Event description:
It was reported that during inspection, cardiosave intra-aortic balloon pump's (iabp) drive regulator calibration was not within the specified value. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.